Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735795r (serial: unknown).  H3, h6) the system was serviced in the field. In summary, the monitor setting were changed to resolve the issue. Codes b01, c13, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A1102 captures the error while a0902 captures the video display issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon rotating the main cart monitor of the navigation system, the system displayed 'no video detected.' There was no patient involved.